Event description:
Customer reported inability to clip cartridges completely onto pump. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, and it was confirmed by the customer that the pump will not be returned.